Event description:
See scanned table. The customer reported that when she removed the pod, there was some blood on her skin, but not in the cannula.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damaged appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.